Manufacturer narrative:
Method: a review of the manufacturing records for the device has been conducted. Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Additional devices implanted in this patient include: pxc161000/05225040.

Event description:
In 2007, this patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. The patient tolerated the procedure. In 2009, the patient was discovered to have an undetermined, yet thought to be, type I endoleak with evidence of 3mm aneurysm growth over the past year. At about 5 days later, the patient underwent a reintervention and was implanted with a gore excluder aaa aortic extender component. The patient tolerated the procedure.